Event description:
I had rk surgery in 1995 and again in 1996. I did okay until approximately 7 years ago when I began some complications. It has been severe for the last three 3 years. I have severe dry eye. My corneas are damaged and irregular. Vision fluctuations. Can't drive especially at night. Constant headaches. Filed for disability and had to resign from my job because I was unable to see. Trying to be fitted for scleral lens but no luck yet. Using more drops a day than any human should use including my own blood. Eye doctor has stated I was one of the worst cases he has seen and unfortunately there is no cure. It was my eye doctor's father that performed both my surgeries. All he can tell me is ¿I'm sorry we didn't know it would cause problems like this¿. He has stated that many rk patients are having problems later years after the surgery. I was told to alter my way of life. I was told to wear goggles to bed and to wear goggles to the beach, to not sit in front a fan and not sit outside on windy days. I have been a test rat for all the different drops and antibiotics and steroids and all of these things just because they're guessing and trying to come up with something. They have no fix for the damage they have done. I had to resign from my job 4 months ago at (B)(6) due to my vision. I have lost my independence. I have lost my ability to earn an income for myself. I cannot drive especially at night. I have lost the person I used to be. I was always a social butterfly, now I'm uncomfortable around people because of my eyes. I can't enjoy or do many of the things that I liked because my eyes hurt all the time and I have to close them or put hot patches on them. I have severe depression and anxiety now and rarely leave my home. My quality of life has been taken from me along with my vision.